Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the superficial femoral artery. A 6.0 x 40, 135cm mustang balloon was selected for use. However, it was noted that the catheter became stuck with a non-boston scientific guidewire during the procedure. The catheter and guidewire had to be removed as a single unit. The guidewire was able to be removed from the catheter outside the body. The procedure was completed with another of the same device. There were no patient complications as a result of this event.